Event description:
The user facility reported that a surgical table lowered and moved into a tilt position without being commanded to do so. This event occurred at the beginning of a procedure, which was delayed as the patient was transferred to another table. No injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. Prior to the service technician's inspection, the user facility replaced the hand control with a control from another 3085 table. The user facility indicated that the replaced hand control was not available for further inspection. As a precaution steris replaced the used hand control with a new control. The service technician noted signs of cracking on the black plastic covering at the top of the table shroud column and confirmed that there was no damage to the structural components of the shroud a replacement black plastic covering has been ordered and will be installed by the service technician upon receipt. The technician confirmed that he has reinforced with the customer on several occasions that storing items on the base of the table is prohibited in the labeling and cautions of the table, both in labeling on the table base and in the operator manual. Steris has offered the facility in-service training on the proper use of the table, including a review of the cautions and warnings found on the table and in the operator manual. Based on the information available from the customer the root cause of this event cannot be confirmed. Should additional information become available an amended report will be filed.